Event description:
It was reported to boston scientific corporation that when a capio open access suture capturing device was used during a sacrospinous ligament fixation procedure, the needle detached from the gore-tex suture, inside the patient. The physician attempted to locate and retrieve the needle using a flat plate x-ray and basic surgical tools, but was unsuccessful. There were no complications to the patient, whose condition at the conclusion of the procedure was reported to be ¿fine.¿ reportedly, the physician feels that since the needle is small and inert, no follow-up surgery is needed to retrieve it.

Manufacturer narrative:
According to the complainant, the device was not used past its expiry date.